Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the e-200 generator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a fault on the generator and the staff had to restart the generator twice. The technical support engineer reviewed the system logs and confirmed the generator issue. The technical support engineer then recommended swapping to the backup generator to avoid further faults during the case. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is due to a known software anomaly that's caused by vessel sealers when contacting human tissues. This can be resolved by contacting isi and having the fse service the system.

Manufacturer narrative:
The unit was returned for failure analysis and was confirmed but not replicated. In logs, error 25952 was identified, aligning with the reported issue and confirming that the fault occurred in the field. Error 25952 indicates that the energy controller (pgc) on the e-200 detected a hardware failure and could not continue, with p1 node of 12311.606. On visual inspection, no damage related to the reported event was observed. Per the e-200 testing matrix, the unit passed all required tests. Based on these findings, failure analysis concluded that no root cause could be attributed to the reported issue.

Event description:
Refer to h11 for follow-up information.